Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in the lot. Root cause has not been identified. Additional information was provided in d.4., d.6., h.4. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up the surgeon explained that at post-operative follow up, the patient continuously complained of poor and unclear vision. One month and four days post-operative, the patient still complained of poor vision. The initial lens was removed and replaced with a different model.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. The reporter did not provide any product identification therefore product and complaint history can not be reviewed. Additional information was requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted there was an undesired postoperative situation. The lens was explanted. Additional information was requested.